Event description:
It was reported that a patient implanted with an impella 5.5 experienced discrepant lv and ao signals. The patient was monitored. No patient harm was reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Additional information has been provided in b1, b2, b5, h1 and h6. Upon further evaluation, the report type previously selected was determined to be incorrect. Applicable fields have been updated to accurately reflect the appropriate reportable event category.

Event description:
An impella 5.5 device was inserted via a right axillary/subclavian surgical arterial approach in a 68-year-old female patient for the indication of acute myocardial infarction complicated by cardiogenic shock. The patient¿s clinical state prior to initiation of support was consistent with society for cardiovascular angiography and interventions (scai) stage d cardiogenic shock. During impella 5.5 support, it was reported that left ventricular systolic pressures were elevated in the 160 mmhg range compared to aortic systolic pressures in the 80 mmhg range. An echocardiogram was performed and confirmed appropriate device positioning, with the inlet measuring approximately 5.5 cm within the left ventricle. Customer support center was contacted and at the time of reported events, there were no reports of flow saturation, no changes in motor current, and no abnormalities in device flow metrics and would continue to monitor closely. The impella 5.5 was at performance level eight (p-8), providing approximately 5.3 liters per minute of flow, consistent with expected device function. Despite ongoing mechanical circulatory support, the patient¿s condition deteriorated, and the patient expired while on impella 5.5 support. The death is being conservatively reported; however, the outcome is most consistent with the patient¿s underlying acute myocardial infarction, cardiogenic shock scai stage d, and presenting critical clinical condition.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the placement signal issue cannot be established due to no data logs or product returned.